Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a dex procedure, the ar-7229-12, needle broke when the surgeon was passing the tendon. The fragment was removed and the case was completed by using a new ar-7229-12.

Manufacturer narrative:
- It was reported that the needle broke. - visual evaluation identified that the needle had broken off of the suture. However, without the return of the device, further investigation cannot be performed. Additionally, surgical technique was not reported. - the root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces during use. - the reported event is confirmed based on the investigation of the returned picture.